Event description:
It was reported that the external pulse generator (epg) has a pin stuck in the connection where the adapter connects. The epg is no longer serviced; therefore, an end-of-service life letter was emailed. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).